Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a black dot. Customer's blood glucose level was 434 mg/dl. The customer was vomiting and had a headache. She treated her blood glucose level with insulin drip. The customer went to the emergency room on 04/18/2017 due to her high blood glucose levels. She experienced a diabetic ketoacidosis. The customer was sick with strep throat and possibly the flu. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.